Event description:
Reporter stated that patient was found incoherent. Reporter tested patient's blood glucose, using the suspect device, and obtained a result of 108 mg/dl. Based on patient's symptoms, reporter phoned emergency medical services for assistance. Upon their arrival, 30 minutes later, patient's blood glucose reportedly measured 20 mg/dl on paramedics' device. Reporter stated that patient was treated with intravenous fluids (contents not provided) and was subsequently transported to the hospital for additional treatment. Reporter noted that patient remained at hospital for ~ 2 hours, where she was reportedly treated with additional intravenous fluids (contents not provided). Reporter was unable to provide any additional details of treatment. Additionally, reporter did not provide any information about events occurring prior to hypoglycemic event.